Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had exposed wires. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and completed the failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.